Event description:
It was reported that the hl20 single roller pump displayed the error message: ¿runaway¿ during routine checkup. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 single roller pump displayed the error message: ¿runaway¿ during routine checkup. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2025-01-17. The fst cleaned all carbon brushes. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar failure was already assessed by the getinge life cycle engineering on 2024-04-15. The most probable root cause was determined as use related contaminated of the motor tacho by carbon abrasion. The review of the non-conformities has been performed on (B)(6) 2025 for the period of 2016-03-29 to 2025-01-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-03-29. Based on the investigation results the reported failure error message: runaway could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the india market on a significantly similar device to hl20, which is sold in the us. For d4 unique identifier (UDI)number, primary di number has been used for base unit, hl20 with catalog number 701028580, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.